Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for chronic low back pain and spinal pain. It was reported that last month from this report patient was seeing the recharging screen but it would not go past 25%. The rep stated that he performed an al on (B)(6) when he met with the patient then was able to recharge after that. He has been charging for 3 hours and it will not get to 25 %. The rep does not have another recharger to try and repair was not open due to holiday. It was offered to analyze recharge stats, but the rep wanted to continue charging. It was unknown if the device was overdischarge. The rep will continue to charge and if nothing improves they will call back. No patient symptoms or complications were reported in this event.